Manufacturer narrative:
The sample was received for analysis and the reported issue was confirmed. A visual inspection was performed and it was observed the printing on the pouches is missing information such as: part number, expiration date, dimensions of the tube and lot number (although a label from the outer box was received to identify it). Information has been added to the database and trends will continue to be monitored.

Event description:
Medtronic received a report the label was missing description sizes and diameter measurements customer indicated there was no patient involvement with this event.